Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, several firings in the beginning were performed as usual, but after that the clips came out in the state of u-shaped clips. After confirming the u-shaped clips, the doctor felt that the jaw was slightly distorted and was fixed manually. The clip applier was used to complete the case and firings were done normally. There was no patient injury.

Manufacturer narrative:
Additional info; evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip f ormation was confirmed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.